Event description:
It was reported that the customer had no delivery alarms. Customer stated that he was still getting insulin and that the alarms both occurred during a bolus. Customer stated that the alarms occurred on (B)(6) 2015 and (B)(6) 2014. Customer's blood glucose level was high before he bolused. Customer stated that his blood glucose level was 400 mg/dl after he bolused. Customer did not know how many units were delivered with the pump. Customer removed the set from his body and it was not kinked. Customer changed the infusion set and treated with the pump. Customer's blood glucose level was 500 mg/dl at the time of the 2nd no delivery alarm. Customer thought some insulin was delivered. Customer bolused again and the pump delivered. Customer stated that it was working and declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.